Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9 - additional sample received 14-nov-2023. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. The returned sample revealed that three packets that pertain to product code vcp318h were returned for analysis. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The needles were intact and no damage, or breakage on the body, tip, or swage area were observed during the evaluation. A functional test was performed, to needles by resistance and met the requirements. The device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1.were there any consequences for the patient? Greater blood loss, longer anesthesia due to intraoperative x-ray for needle. Retrieval, and the need for further monitoring. 2.did the needle fall into the patient? The needle fragment remained in the uterine muscle of the patient. 3.what measures were taken to retrieve the broken needle? Relatively extensive muscle preparation/dissection and an x-ray examination. 4.did the broken needle result in further tissue damage? Yes, during the preparation, but it was resolved with sutures. Answers were provided by the surgeon. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? For the intra-op bleeding, what was the volume of blood loss? How was the bleeding treated? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the needle used? What was the size of the broken needle fragment? Was more than half the needle retained in the patient? At the present time, does the piece/device remain retained in the patient's tissue (uterus)? If retained, are there plans for removal of any remaining fragments? Has the patient undergone a laparotomy or hysterectomy in order to remove the needle fragment? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon's name? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
The needle broke during the suturing of the myometrium after lsk myoma enucleation. At the time of the breakage, the needle was deep within the uterine muscle. Despite relatively extensive efforts, it was not possible to locate the needle - the preparation of the uterine muscle was associated with significant bleeding, which could only be stopped by suturing it. An intraoperative x-ray was performed, where a fragment of the needle was visible in the pelvic area, corresponding to its location in the uterine muscle. This event lead to greater blood loss, longer anesthesia due to intraoperative x-ray for needle retrieval, and the need for further monitoring. Given that retrieving the needle fragment would have required laparotomy and likely significant uterine damage, it was decided to leave the needle fragment in the myometrium. Postoperatively, the patient was informed about the possibility of undergoing laparotomy to retrieve the needle fragment or to have the uterus removed with the fragment. She declined these options. According to the ultrasound (usg), the fragment is localized within the myometrium just beneath the surface. The patient is not scheduled for a follow-up usg examination after a 3-month interval. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product received for analysis was identified as product code vcp318h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and a cup-and-cone shaped fracture were observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.